Event description:
A customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. Despite this issue, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received education from customer technical support and was able to resume insulin.